Manufacturer narrative:
Although requested, no data was provided during the course of the investigation so the cause for the alleged false positive flu b result could not be identified. No issues were identified during the course of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of a false positive flu b result for a patient sample tested with the cobas® liat® sars-cov-2 & influenza a/b test. When the same sample was repeat tested on another platform (cepheid), a negative flu b result was generated. The patient also generated positive flu a results for both platforms; the positive flu a results were reported and no harm was indicated. Although requested, no data was provided during the course of the investigation. Additionally, the sample was collected in remel utm, which is not in accordance with the instructions for use. One MDR will be filed per FDA guidance.